Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a glass vial. Visual inspection found no visible damage to lens and debris on lens surface. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a glass vial. Visual inspection found no visible damage to lens and debris on lens surface. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18/+2.0/x082 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was explanted due to patient excessive vaulting and elevated iop. On (B)(6) 2016 the lens was exchanged for shorter lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned.